Manufacturer narrative:
The customer¿s report of a leak coming from the back side of the filter from the built-in "circle area" was confirmed based on functional and pressure testing. It was observed that fluid leaked out (termed ¿weeping out¿) from the vent of the extension set¿s 0.2 micron filter. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vents. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Sticky residue was also observed on the surface of the set¿s filter. No anomalies or evidence of damage were observed on the filters or the sets upon visual inspection. The root cause of the leak was not identified.

Event description:
It was reported that there is a leak coming from the back side of the filter from the built-in "circle area". It was also confirmed that there was no patient harm as a result of this event.